Event description:
It was reported that a patient underwent a spinal fusion procedure at l4-s1. Four weeks post-operatively the patient underwent a revision surgery to remove a misplaced screw at l4. The patient recovered well with minimal complaints. Images taken 6 months post-operatively found a broken screw at s1. However, the patient presented fit and healthy at the 6 month follow up with no leg pain and minimal back pain and does not use analgesics. The patient is recovering well and has returned to work. The surgeon does not intend to revise the broken screw. No additional complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.